Event description:
It was reported that the customer passed away in his basement after losing consciousness. Prior to his death, the customer lost consciousness while he was at work, and the paramedics were called for assistance. The customer regained consciousness, and his blood glucose was 16 mmol/l. The customer declined to be taken to the hospital. Later that day, after dinner, the customer treated for his blood glucose of 14.8 mmol/l and a carbohydrate intake of 64 grams. The customer went to his basement, and shortly after, his wife heard a loud noise. When she went to the basement, the customer was not responsive or breathing. The paramedics arrived, but the customer passed away. The insulin pump was downloaded the next day, and all of the programming and calibrations were correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.